Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic partial resection of small intestine, the nurse connected the reload with yellow shipping wedge still attached, to the handle. The yellow shipping wedge is then removed, opening and closing of the jaws as usual. The nurse then handed the device to the surgeon. He clamped the tissue and tried to fire the device, however could not advance the knife. The surgeon was able to press the green button. There was no patient injury.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.